Manufacturer narrative:
Engineering review of the provided pre-revision radiographs confirms the backing out of the two bone screws. However, with the information provided, a root cause could not be determined. Plate evaluation is not possible as the product remains implanted. There is no additional evidence that can be established that would suggest that the product did not meet specifications at the time of use. As a root cause could not be determined and failure rate remains low, the need for corrective action is not indicated. Without lot identification, manufacturing history review was not possible. Complaint history review did not reveal a trend for reports of this nature. Device remains implanted.

Event description:
The patient underwent initial implantation of a slimplicity anterior cervical plate, 2-level in (B)(6) 2013. Subsequently, the patient was having problems swallowing and radiographs identified the two 4.0mm x 16mm sd fixed screws in c7 were backing out of the plate. Revision was performed on (B)(6) 2017 during which the two screws and broken locking tabs were removed. The plate remains with c5 and c6 screw intact. It was noted that the construct had achieved fusion.